Event description:
The complainant reported that a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The patient had positioning issues due to anatomy which included a short aorta ascendens and a small cavum. It was reported after being implanted successfully, it was observed the flow rate was reduced due to poor position of the device. The patient was hemodynamically stable after a successful high risk percutaneous coronary intervention, and the decision was made to explant the device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined. D6a and d6b revised from the initial manufacturer device report in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures.